Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Polyethylene insert broken after implantation in a patient. Provision of x-rays after 6 months and 2 years since implantation. Patient not yet revised.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the provided product and lot combinations. Review of the attached x-rays confirmed the dissociation of the cup from the liner. The cup position appears to more vertical than recommended. It is well documented that improper cup position leads to edged loading, which leads to dissociation of the cup from the liner. Based on the quality of the x-rays no other observations could be made. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.